Manufacturer narrative:
(B)(4). Pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a posterior pelvic floor repair procedure on an unk date. Concomitantly, a sling procedure was also performed. The pt went to a new surgeon about one month post-operatively with severe pain over the sacroiliac joint and buttock region retropubically with pain radiating into the upper limb. Upon examination, the surgeon can feel stiffened mesh and the vagina is extremely painful, mostly towards the pelvic sidewalls. The pt can't sit or pass a stool without excruciating pain. This surgeon opines that the operating surgeon might have perforated the nerve close to the ischial spine with the posterior trocar of the posterior mesh. Additional information has been requested.